Manufacturer narrative:
(B)(4).

Event description:
Procedure type: robotic prostatectomy. According to the reporter: upon initial loading, the status indicator lights were blue. The reload was taken off and put back on the idrive. The status indicator lights were all green. During firing, the speed was extremely slow. The staple line looked good, but when removed out of patient through trocar, the reload broke. A spring fell out and the plastic piece with the load graphic broke off. The surgeon inspected the cavity with a scope to ensure no pieces remaining in the patient. Nothing was found. Some pieces were found on the floor and will be returned with the idrive and reload. There was no unanticipated tissue loss. The incision was not extended by more than one inch. Surgery time was not delayed by more than 30 minutes. There was no unanticipated blood loss of 500cc or more. No reinforcement material was used.